Event description:
It was reported that the rotaburr became stuck in the rotawire. The target lesion was located in the anterior tibial vessel. A 1.75mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that both device became stuck together inside the patient's body. The procedure was completed with angioplasty. No negative sequelae occurred and no patient complications were reported.

Event description:
It was reported that the rotaburr became stuck in the rotawire. The target lesion was located in the anterior tibial vessel. A 1.75mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that both device became stuck together inside the patient's body. The procedure was completed with angioplasty. No negative sequelae occurred and no patient complications were reported. It was further reported that the target lesion was 90% stenosed and severely tortuous with a 90 degree turn into the anterior tibial artery. Dynaglide was not used to advance the device. The devices were removed as a unit and the physician had to rewire the vessel. The devices could not be separated from each other once outside the body.

Event description:
It was reported that the rotaburr became stuck in the rotawire. The target lesion was located in the anterior tibial vessel. A 1.75mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that both device became stuck together inside the patient's body. The procedure was completed with angioplasty. No negative sequelae occurred and no patient complications were reported. It was further reported that the target lesion was 90% stenosed and severely tortuous with a 90 degree turn into the anterior tibial artery. Dynaglide was not used to advance the device. The devices were removed as a unit and the physician had to rewire the vessel. The devices could not be separated from each other once outside the body.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Inspection presented no damage or irregularities to the rotalink device. The rotawire was received inside the rotalink device, so the wire was attempted to be removed. The rotawire was able to be moved distally out of the burr catheter with no resistance or issues. Hence, the wire was not stuck on the wire.